Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level of 420 mg/dl. Customer also experienced symptoms such as nausea and vomiting. Customer was using insulin pump system within 48 hours of reported event. Customer was using auto mode of insulin pump. Customer was treated with insulin pump and insulin drip. Customer stated that the cannula was bent. Customer also stated that the insulin pump had open book image on screen. Customer stated that the insulin pump did not received any alarm before the open book image was displayed on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. Device was monitored for 5 days. No critical pump error (open book image) noted during testing. Device uploaded properly using carelink. Device had scratched display window cover, scratched case, pillowing keypad overlay and keypad overlay texture damage. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).